Event description:
It was reported that during procedure, the laser continued firing even when the footswitch pedal was released. Laser stopped firing when footswitch was unplugged. The case was completed using the original device without patient complications.